Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product used in unknown s pinal surgery. It was reported that the investigator assessed that the event is not related to procedure, neither device. The sponsor assessed that the event is related to procedure. Patient experienced acute intra-operative blood loss estimating in 1200 ml. Treated with intra-op blood transfusion. Transfusion of bagged red blood cells 300 ml, transfusion of 800 red blood cells, transfusion of plasma 1100 ml, and transfusion of platelets 185 ml. Additional information was received via manufacturer representative that there is no device malfunction. Additional information was received via manufacturer representative that the event related to blood loss is deleted by site but this event is changed to cage displacement.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.